Event description:
Falsely elevated ctni results were obtained on seven pt(s). Limited info is available. Repeat of the tests were negative for the pt samples involved. The incorrect ctni results were reported to the dr(s). Anticoagulants were administered to some pt(s). Although pt treatment was prescribed as a result of the falsely elevated ctni results, there was no report of adverse health consequences to the pt(s) as a result of the falsely elevated ctni results. After the dr(s) indicated that all ctni results were elevated, the customer tested quality controls which were also high. Further review of the instrument data indicates the cause for the falsely elevated ctni results is contaminated chemistry wash solution.